Manufacturer narrative:
As stated in the complaint, the injury sustained by the end user may have been due to the accidental fall off of the ramp on his porch. The items being replaced on the wheelchair are for damages sustained from the accidental fall. This MDR filing is to report the broken arm. There were no allegations of malfunction or defect made against the subject wheelchair and the only parts being replaced are the ones affected by the fall. The dealer did not obtain any of the client's vitals such as height, weight or age for this report. Sunrise medical does deem this incident as accidental and there will be no further investigation performed by sunrise medical at this time.

Event description:
Dealer (B)(6), stated that the client rolled off the porch and he doesn't remember how that happened. Dealer is thinking he made the turn too wide off the ramp he has on his porch. Client broke his arm. Chair landed on the right side damaging the swing away receiver. (B)(6) also stated that he wasn't too sure if the end user was in the hospital for too long. He stated that the end user's face was "black and blue".